Event description:
It was reported, the patient has not charged her scs ipg in over a year because her charger and patient programmer were destroyed and the patient did not obtain replacement devices. The patient was advised her ipg is most likely depleted and would need to be replaced. The patient stated, she would consider her options and will consult with her physician regarding the issue. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.